Event description:
It was reported that a patient underwent a gynecological procedure on an unknown date. During the procedure, the unit powered on normally but the unit would not activate. There was no other information known about the case. No adverse patient consequences were reported.

Manufacturer narrative:
Date sent to the FDA: 10/23/2008. Damage to drive connector or coupling - conclusion - the actual device involved in this event was returned for eval. The eval found the unit powers on normally, but the hand piece does not engage due to a cpc-coupler misalignment. In addition, a review of the device manufacturing records was conducted and the device met all finished goods release criteria.